Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression).

Manufacturer narrative:
Results:inherent risk of procedure (cva/stroke);caused by another drug/device (manipulation of other devices may have release plaque or emboli). Conclusion: another device caused failure (manipulation of other devices may have release plaque or emboli).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 68 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented emergently with a leaking taa and a proximal type I endoleak in the abdominal aortic aneurysm. The thoracic aortic aneurysm was successfully treated without complication and there was no endoleak. The aneurx stent graft was found to have migrated 5mm distal to the renal arteries. Another manufacturer's stent graft was implanted in an attempt to resolve the proximal type I endoleak; however, this was not successful. No further intervention will be performed as the endoleak is less persistent. The patient is fine.

Event description:
Additional information was received as follows: it was reported that the day following implantation of the valiant stent graft, the patient had a mild cva/stroke. The physician stated that the event was not related to the stent graft but may be related to the manipulation of the delivery catheter or the pigtail catheter or guide wires, from other manufacturers that may have released some plaque or emboli. The patient had lost feeling on one side but the feeling has been restored within the week that the cva/stroke occurred.